Event description:
Litigation papers alleged: suffered or will suffer, inhibition of the ability to walk, unnecessary and additional surgery, and other injuries presently undiagnosed.

Manufacturer narrative:
Plaintiffs preliminary disclosure form was received which identified part/lot information. Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed.

Event description:
Update: 03/25/2014- sales rep reported revision surgery. Patient was revised to address pain. The adapter sleeve is now being added to the complaint. This complaint was updated on: 04/22/2014.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.